Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented in clinic for a routine device follow-up were non-sustained episodes were noted. The noise sensing issue caused delivery of inappropriate antitachycardia pacing (atp) therapy. This therapy ended before high voltage therapy could be delivered. Patient hardly felt the inappropriate therapy. An x-ray image was taken and externalized conductor was noted on the lead. No other electrical anomalies were noted. The lead was explanted and replaced. Patient was stable post-procedure.